Event description:
A nurse contacted baxter product surveillance stating a home patient's (hp) transfer set separated from the catheter at the transfer set adapter / catheter interface. The nurse stated this took place after the hp finished doing a manual drain. The hp put the transfer set back together and came into the clinic the next day. The transfer set was replaced. The sample was discarded. The hp was given 2 grams of vancomycin and 40 mg of gentamycin. There was no patient injury reported.

Manufacturer narrative:
Per the nurse, the sample was discarded. There was no lot number provided.